Event description:
It was reported that the customer had an unspecified cartridge issue. Customer¿s blood glucose level was 437 mg/dl. Customer required assistance from the contact to address bg with a correction bolus via the pump. Reportedly, the customer reverted to an alternate form of insulin therapy.